Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. Device interrogation was requested by medical examiner. The device could not be interrogated as the body has been under refrigeration since the date of death. The patient has a history of coronary artery disease and was not in good health. There is no known allegation from a health professional that suggests the death was related to the device. No further information is available at this time.

Manufacturer narrative:
(B)(4).